Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.

Event description:
(B)(4). Initial information received from a physician on (B)(6) 2009: an approximately (B)(6) female received her first treatment with poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injections for cosmetic reasons on (B)(6) 2009. The physician stated that she diluted the sculptra to a total of 6 cc. The patient received 2 cc in the malar region and 2 cc on each side of her face. The physician reports the patient looked good after the injections but the following day on (B)(6) 2009, she experienced bags under her eyes that appeared "filled with water" that she thought was lymphedema. Concomitant disease listed as very thin described as "skin on bone." Concomitant medications were not provided. No further relevant information reported.